Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a loss of intubation tube balloon pressure intra-operatively during a procedure, yet no balloon puncture during the intubation maneuver. Continuous deflation of the balloon. No clinical consequences for the patient.

Manufacturer narrative:
D4: UDI updated **UDI related data quality updates only** .

Manufacturer narrative:
One returned sample was received in used condition without the original packaging. Visual inspection confirmed no visual defects were detected. The complaint was not confirmed. Based on the analysis performed on the sample provided and the issue reported by the customer, root cause could not be determined since the complaint was not confirmed due to sample provided does not show the failure mode reported, no failure identified. A device history (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.